Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and analyzed. The reported inflation issue could not be confirmed on the returned device. The cause(s) of the reported inflation issue could not be determined. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed and the analysis of the return, there is no indication of a product deficiency.

Event description:
Using a radial access site, the voyager nc was placed in the patient; however, the balloon would not inflate. The procedure was finished successfully by using same size voyager nc. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.